Manufacturer narrative:
Iris field service engineer was sent to the customer location and the fse found pipettor bypass valve (pbv) was clogged or not operating properly. The fse replaced the pbv assembly, p/n: 700-3880, to resolve the customer issue. The fse re-reran controls and the controls passed. The system was operational. Beckman coulter (bec) internal identifier for this report is cf (B)(6).

Event description:
The customer stated they are failing focus controls on their iq200 instrument. The customer completed troubleshooting by running instrument cleaning procedure, the controls still failed at the end cleaning procedure. The customer stated there were no erroneous results generated or reported out of the lab.